Manufacturer narrative:
Dr. (B)(6) performed imaging and was able to confirm that migration had not taken place. During the examination, dr. (B)(6) noticed redness and scab near the entry point of the stimulators. Dr. (B)(6) prescribed antibiotics to the patient. At this point, the patient disclosed that she had seen the scab at the incision point the previous week and had taken pictures and forward them to the implanting clinician, dr. (B)(6), and the implanting clinician had also prescribed antibiotics. Dr. (B)(6) and the clinical representative were not aware of this contact between the patient and the implanting clinician. The patient also noted that the implanting clinician prescribed the antibiotics over the phone and was not seen by the physician. Based on this information, the skin irritation was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection unknown/no problem found.

Event description:
On (B)(6) 2020, the patient attended a follow-up appointment with dr. (B)(6) to evaluate stimulator's placement since the patient had complained of not receiving enough stimulation.